Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device was in used condition. There were small cracks under the 0 button. Battery status was at 0, battery charged. During functional testing motor rate error appeared after occlusion alarm and motor was unable to turn backwards. The root cause of the reported issue was found to be normal wear as there was poor worm coupling and cracked plastic part. Faulty motor was replaced. The device passed all functional and electrical safety tests. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.